Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was around 400 mg/dl at the time of the incident. The customer¿s blood glucose was 305 mg/dl. The customer was treated with insulin pump. It was also reported that they had no delivery during bolus. The insulin pump will not be returned for analysis.